Manufacturer narrative:
Pc-(B)(4). Date sent: 8/15/2023 additional information received: the procedure was to transplant organs from the patient certified brain dead. The staple on the organ which taken out was unformed, so it was sutured to close. It is unknown about the results of the transplant. The surgeon's comment: the knife was light at the firing.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. D4 batch # unk. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pancreatectomy, the staple was not stapled when the device cut the gastric body. The tissue exposure inside the preservative solution and contaminated. The firing trigger was stiff at first, but when the issue occurred, the trigger was easy to grasp. The device was used on the stomach. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.